Manufacturer narrative:
Age at time of event: under 18 years. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage and moved on balloon occurred. The 90% stenosed target lesion was located in the narrow, severely tortuous and severely calcified mid left anterior descending artery. A 2.25 x 24 synergy¿ stent was advanced with too much force but failed to cross the lesion. When the device was slightly pulled, the stent shifted to the distal side, about half of the stent was dislodged. Retrieval was attempted however, to prevent the stent from full dislodgement, it was decided to deploy the stent. The implanted stent shortened and the target lesion was not covered. Another synergy¿ stent was then implanted and the procedure was completed. No patient complications were reported.